Manufacturer narrative:
The affected evita xl was manufactured in january 2007. It was investigated by a dräger service technician onsite. During the analysis the malfunction could be confirmed. The detected error code related to a problem with the pcb graphic-controller. The device was repaired by replacing the operational panel which includes the affected pcb.the device reacted as specified to the malfunction by generating an audible alarm on shutdown as reported by the user. During this time, an emergency-breathing valve opens allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the ventilator turned off without warning while on a patient. Screen went black, high pitched noise started coming from the machine. The patient was bagged and the user replaced the ventilator. It was reported that there was no harm to the patient.